Event description:
A user facility reported eight patients with decentered intraocular lenses (iol) following iol implant surgery. The decentration was observed by the physician several weeks post operative. All surgeries were performed at the same facility by one physician. The physician stated he suspects the lens may have been damaged prior to or during insertion. Additional information has been requested. This report is for the seventh of the eight patients.

Manufacturer narrative:
The lens remains implanted and will not be returned to the manufacturer for analysis. Additional information has been requested from the physician without success. The product met manufacturing specifications prior to release. While we are not able to determine the cause of this event, our observation reasonably suggests it is not manufacturing related. Iol not received for analysis.